Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that, an insertable cardiac monitor (icm) device was implanted and later migrated from its original position into the breast area, where it changed orientation and punctured an existing breast implant. This complication required urgent surgical removal of the icm device and corrective breast surgery. The icm was explanted successfully; however, the breast surgery costs were the patient's responsibility. The patient contacted the boston scientific to request reimbursement, explaining that the device migration caused the damage. She was informed that migration is a known inherent risk and not considered a device defect or malfunction, and therefore not covered under warranty. The patient requested a copy of the warranty documentation for legal review and expressed that, due to her cancer history, she would not have consented to the implant had she been aware of this risk. No adverse patient effects were reported.